Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis, product risk documentation, review of the DHR for the lot and supporting documentation. The investigation showed no issues present that would have contributed to this malfunction of tampon performance. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
The string became detached from the cotton part of the tampon [device breakage]. The cotton part stuck in my vagina [foreign body in reproductive tract]. Was left sore [vulvovaginal pain]. It had shifted and moved upwards to the side [device dislocation]. Case narrative: on 18-apr-2024, a spontaneous report was received from a consumer regarding a 33-year-old female who was using playtex sport plastic, unscented (tampon, menstrual, unscented). On 19-apr-2024, additional information was received from a consumer. Medical history included asthma. Concomitant products were not reported. On an unreported date, the patient started use with playtex sport plastic, unscented. On (B)(6) 2024, after inserting the product at 6 pm, the consumer went to remove the product around 11 pm. The consumer placed her index finger and thumb on the string and gently tugged like she always did, but this time instead of the whole tampon coming out like usual, just the string came out. The string became detached from the cotton part of the tampon, leaving the cotton part stuck in her vagina. She tried for an hour to remove it with no success. On (B)(6) 2024, the patient made an appointment and visited her doctor by 9 am. It took her doctor about 20 to 30 minutes to remove the tampon with a speculum and hemostat. It had shifted and moved upwards to the side making it very difficult to remove. The patient was left sore, traumatized, and terrified of using tampons. The patient used motrin (ibuprofen) for the pain and had to buy pads as she was too sore. She was advised to stay away from tampons until she healed. As of (B)(6) 2024, the outcome of pain was not reported.